Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was being used as an accessory device for the endovascular treatment of an aneurysm of unknown size. It was reported that during preparation for the index procedure the balloon ruptured on inflation. The balloon was not used in the patient and another balloon was used to complete the procedure. Per the physician the cause of the event is device related. No clinical sequelae were reported, and the patient is fine.